Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with normal operating currents and passed the self-test. Insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and a21 error test or verify no excessive no delivery/occlusion alarm due to motor error alarms. No unexpected failed battery alarm anomalies noted. No unexpected audio/vibrate anomalies noted. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had rejected new batteries, multiple unexplained no delivery alarm and cannot hear alarms. It was reported that they had multiple scratches on screen-harder to read in daylight, buttons were less responsive and they had to press multiple times to get response. The insulin pump will not be returned for analysis.